Manufacturer narrative:
B5 updated. Section d device information was updated. Section g was updated. Health effect - impact code f1903 was corrected to f17.

Event description:
Updated clinical rationale: a 69 year old male underwent a high risk percutaneous coronary intervention (hrpci) supported with an impella cp c10 device (sn (B)(6)) implanted percutaneously through a 14fr low profile sheath via the left femoral arterial access on (B)(6) 2026. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support was identified as scai shock stage d. The impella was implanted without any noted events and was transferred to the ICU. Prior to transfer to ICU, the sidearm of the low profile sheath was hooked up to pressure bag for a-line with bival. While on suppot the sidearm was used to draw ptt's with a power flush after the draw. Ptt was recorded as 40 ¿ 61.2 in the ICU. The pump functioned within expected range for given p-level and flows, p-7 3.1l/min. The patient remained on support until (B)(6) 2026 when the device was removed in the cardiac cath lab. During pump removal, post ~46hrs, sheath sidearm was aspirated 3 times. Clot was found in the first 2 aspirations, but no clot on 3rd aspiration. Md decided not to do planned angiogram due to thrombus concern. During sheath removal, sheath sidearm aspirated with minor clot found. Sheath hub aspirated with no clot. After sheath was removed, sheath was flushed through sidearm. There were no noted patient adverse events upon explant and the patient was successfully weaned and explanted from the device.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 69-year-old male underwent a high-risk percutaneous coronary intervention (hrpci) supported with an impella cp device (sn: (B)(6) implanted percutaneously via the left femoral arterial access on (B)(6) 2026 at 17:30. The device functioned through the procedure and the patient was successfully weaned from support. At the time of the scheduled explant on (B)(6) 2026 at 17:26, the physician noted the presence of thrombus on the impella pump. Based on the available information, the thrombus identified at explant did not result in patient injury, did not prompt device removal, and there is no indication of device malfunction or user allegation against the impella. The patient was successfully weaned and survived. Device evaluation will be performed when the device is returned. The cause of the thrombus cannot be determined at this time.